Event description:
Smiths medical, has been notified of an event of air leakage through the cuff after in use for an unspecified amount of time. It is not known if the units were pretested per the instructions for use. Event occurred at the hosp spinal/spinal cord damage center - foreign country.